Event description:
Caller reported a tandem mobi cartridge alarm and there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump, then deliver a 9-unit bolus, which completed successfully. However, the caller was unable to reload the original cartridge and planned to call back for further technical support assistance.